Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of a used sample revealed a ruptured bladder in a non-footing position. The bladder was microscopically inspected and found an abrasion on the interior surface of the bladder. However, the cause of the damage could not be determined.

Event description:
It was reported that a small volume (B)(6) infusor?s bladder ruptured during filling. This occurred after the saline was injected, while the device was being filled manually with a non-baxter drug, via a syringe. There was no patient involvement. Additional information was requested and is not available.